Manufacturer narrative:
H.6. Investigation summary: no customer samples or photos were received in support of this complaint from catalog 367841, lot number 1319207. Therefore, 10 production lot in-house retention tubes from the bd inventory were visually inspected and functionally tested and the issue of underfill was not observed. Bd was unable to confirm the customer¿s indicated failure modes of underfill based on the investigation completed. No samples were received, and the defect was not observed in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "after successful puncture, the nurse connected the vacuum blood collection vessel with the needle holder. Due to insufficient pressure in the tube, the blood flow was poor and the blood volume was insufficient. Immediately after that, a new vacuum blood collection tube was replaced, and the blood flowed out smoothly."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "after successful puncture, the nurse connected the vacuum blood collection vessel with the needle holder. Due to insufficient pressure in the tube, the blood flow was poor and the blood volume was insufficient. Immediately after that, a new vacuum blood collection tube was replaced, and the blood flowed out smoothly."